Manufacturer narrative:
The reported overheating was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, a loose drive link was found, which can lead to the reported event.

Event description:
It was reported that the system 7 sagittal saw was overheating at the user facility. How the issue was noticed, patient involvement, procedure delay, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the system 7 sagittal saw was overheating at the user facility. How the issue was noticed, patient involvement, procedure delay, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.